Event description:
It was reported that the patient displayed evidence of metal debris on the trunion and black debris in the head where the trunion fits. It was reported that there was scratching of the liner, but no rim-wear. It was reported that the initial surgery left angle with 40 degree antroversion. It was reported that the patient had poor bone growth in the cup. It was reported that the patient was given a revision surgery as a result.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The trident shell and insert were returned together. There was sparse fibrous on-growth and no bony on-growth observed on the coated surface of the shell. Dimensional inspection was not performed as the shell was returned assembled with the insert. A functional inspection was not performed as the event cannot be replicated. A review of the provided information by a clinical consultant indicated that: radiology confirms the initial cup had adequate inclination but excessive anteversion. No details about revision procedure or clinical outcome. The cup loosening can be explained by the high anteversion position of the acetabular component leading to potential impingement between stem neck and cup rim with an overload condition as a result, even without actual impingement. Cup position is the responsibility of the surgeon and thus such a problem is procedure-related. The root cause of this event is the high anteversion position of the acetabular component leading to potential impingement between stem neck and cup rim with an overload condition as a result. If additional information become available, this investigation will be reopened. The reported event regarding shell loosening involving a trident shell was confirmed.

Event description:
It was reported that the patient displayed evidence of metal debris on the trunion and black debris in the head where the trunion fits. It was reported that there was scratching of the liner, but no rim-wear. It was reported that the initial surgery left angle with 40 degree antroversion. It was reported that the patient had poor bone growth in the cup. It was reported that the patient was given a revision surgery as a result.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.